Event description:
The patient experienced hypertonia, increased clonus and athetoid movements. Pump volumes were checked and a volume discrepancy was noted; the expected volume was 1-2 mls, the actual volume was approximately 20 mls. An x-ray was done in 2008, which indicated the pump rotor worked but the pump was flipped backwards and the catheter was kinked. The patient was taken to surgery in 2009; the catheter was "coiled like a telephone wire". The pump was placed in mesh and the catheter was replaced. The concentration and dose of the lioresal was not reported.